Event description:
It was reported that a revision was performed.

Manufacturer narrative:
The affected devices were returned and evaluated. A dimensional inspection was attempted, however several of the insert's attributes were deformed and could not be accurately measured. There were no manufacturing or material deviations noted during our investigation. In addition, our investigation included a visual examination performed by the research and development team, which revealed the tibial tray grit blasted surface had bone cement well bonded. The bone cement on the tray has impressions of the host bone and bony attachments indicating good interdigitation with bone. The polished surface of the tibial tray has scratches that likely occurred due to normal usage. The polyethylene insert has wear and burnished regions on the articulating surfaces that likely caused due to third body bone or bone cement particles. No damages to the locking mechanism were observed. The polyethylene insert has burnishing and deformation on both the posterior and anterior sides of the post due to femoral posterior cam and anterior cam contact, respectively. The reasons for revision could not be determined on examination of these implants. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.